Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient. According to the complainant, the patient experienced injuries (specifics unknown). The physician's office has been called; attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.